Event description:
Invalid result (s). Customer used (B)(4) tests and had no lines on any of the tests. She confirmed she places (B)(4) drops in the s well but no lines appeared.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2010034. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results for retention samples meet with qc criteria. Reported issue was not found. This complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Customer used 3 tests and had no lines on any of the tests. She confirmed she places 4 drops in the s well but no lines appeared..